Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 233 mg/dl. After troubleshooting, display screen did return, but faded a way once more. Customer was advised that insulin pump would need to be replaced.